Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. For approximately 4-6 months prior, the patient had experienced an increase in seizure activity above previous efficacy with the vns therapy but not above pre-vns baseline frequency.the patient does cough and clear their throat and their family reports that use of the magnet does seem to help when patient has a seizure. The patient reportedly falls down a lot and had hit their chin during a fall just one month prior. Review of x-rays did not reveal any obvious discontinuities in the ncp system. The patient underwent revision surgery, during which a "big of fibrosis" was noted at the lead electrode site. The surgeon indicated that it took a long time for him to dissect down to the nerve because of all of the fibrosis. The surgeon indicated that no gross breaks in the lead were noted prior to the dissection process and that the lead appeared to be intact. Both the lead and generator were replaced. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. It is believed that the excessive amount of fibrosis at the lead electrode site was the cause of the high lead impedance test result. The explanted lead was reportedly "in a lot of pieces from the dissection".

Event description:
The lead assembly was returned for analysis in pieces. There is a spiral appearance along the lead body. A coil break on the negative coil was seen at approximately 3mm prior to the anchor tether. Continuity check using a multi meter was performed. Continuity check did not identify or other discontinuities on the portions of the lead returned. Scanning electron microscopy was performed on the identified coil break. Scanning electron microscipy identified the appearance of one of th lead coil ends is characteristic of a stress-induced fracture. However, a conclusive determination of the fracture mechanism on the other wires cannot be made due to mechanical distrotion (smoothed surfaces) on the broken coil wires. No pitting was identified on the break surface. Other conditions of the lead are consistent with conditions that exist after the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. No anomalies were noted.